Event description:
It was reported that a malfunction alarm with code "malf 3" occurred and was not resettable. There was no reported impact on the customer¿s blood glucose level, as they declined to answer whether it exceeded 500 mg/dl. The pump was not replaced by the technical support team because it was out of warranty, and the patient reverted to using manual daily injections.